Manufacturer narrative:
The serial number of the unit involved in the reported event has not been provided.

Event description:
It was reported that a patient exited the bed and the bed alarm did not sound. The patient was reported found on the floor with a bleeding hand, and it was said they had slammed their fingers in a door. The patient was sent for an x-ray and head CT scan.

Manufacturer narrative:
The evaluation of the unit found that there was no malfunction or defect related to bed exit functionality.

Event description:
It was reported that a patient exited the bed and the bed alarm did not sound. The patient was reported found on the floor with a bleeding hand, and it was said they had slammed their fingers in a door. The patient was sent for an x-ray and head CT scan.